Manufacturer narrative:
Sensor 3mh0090pg2r has been returned and investigated. No physical damage observed on sensor patch and no issues were observed with the adhesive. The sharp was not returned. If the sharp is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the freestyle libre 2 sensor. Customer experienced symptoms described as "swollen, discharge, red round the area, discomfort" with a wound infection at the sensor site and had contact with an hcp who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the freestyle libre 2 sensor. Customer experienced symptoms described as "swollen, discharge, red round the area, discomfort" with a wound infection at the sensor site and had contact with an hcp who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.